Event description:
Reportedly, during pt use, the silent/reset button functioned automatically without being activated. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
(B)(4).